Event description:
Reporter indicated that a vns patient was experiencing voice alteration. Additional information indicated that ent was involved and it was reported that the patient's ent is "questioning vocal cord paralysis." The relationship to this event to vns is unknown at this time. Further, it was also reported that the patient did not sustain any injury or illness. Good faith attempts are being made to obtain additional information.